Event description:
The hosp staff attempted to use the device to administer a countershock to a pt (pt details not reported). The defibrillator allegedly took an excessive amount of time to charge and a backup defibrillator was made available and used with no other problems reported. The pt was not resuscitated. The hosp risk manager indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's medical condition.